Event description:
Customer's spouse reported getting erratic readings from their freestyle meter. Several comparison tests were performed with the freestyle meter and results were 190 mg/dl vs. 68 mg/dl and 139 mg/dl vs. 105 mg/dl. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.